Manufacturer narrative:
The device was evaluated by olympus. During the evaluation, a scope communication error, e216, occurred and the image was not present. Additional evaluation findings are as follows: leak detected at video connector; video connector cracked. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model ch-s200-xz-ea, hd 3cmos autoclavable camera head to olympus for repair due to a report of "camera head faulty." The problem, as reported to olympus, was identified prior to a procedure. The intended procedure was completed using another similar device. There was no patient involvement, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, an error "e216" scope communication error occurred. This report is submitted due to the e216 error, identified during in-house service of the device. As the problem was identified during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was duplicated. E216 occurred due to cracks on the connector. As noted, e216 is an error that occurs when communication between the camera head and the processor fails. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.